Event description:
It was reported that partial stent deployment and stent damage occurred. The 80% stenosed target lesion was located in the minimally tortuous and severely calcified distal superficial femoral artery (sfa). A 7f guide catheter and a .014 non-bsc guidewire were advanced to the lesion via a contralateral approach. The lesion was not pre-dilated. The 7mmx120mmx130cm eluvia drug-eluting vascular stent was advanced and deployment was initiated without force utilizing the deployment thumbwheel until the white arrow was visible. The eluvia stent deployed halfway and became stuck on the .014 non-bsc guidewire. The eluvia stent elongated. The deployment pull grip was pulled in attempt to complete the stent deployment but was unsuccessful. The deployment handle was intentionally disassembled to deploy the stent manually. The eluvia stent delivery system was then pulled back and the eluvia stent eventually deployed. There were no patient complications and the procedure outcome was favorable.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of an eluvia self-expanding stent system with a 0.014 inch guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. The proximal inner was prolapsed. There was buckling to the middle sheath at the retainer. There was a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent was deployed and was not returned for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to deployment issues.

Event description:
It was reported that partial stent deployment and stent damage occurred. The 80% stenosed target lesion was located in the minimally tortuous and severely calcified distal superficial femoral artery (sfa). A 7f guide catheter and a .014 non-bsc guidewire were advanced to the lesion via a contralateral approach. The lesion was not pre-dilated. The 7mmx120mmx130cm eluvia drug-eluting vascular stent was advanced and deployment was initiated without force utilizing the deployment thumbwheel until the white arrow was visible. The eluvia stent deployed halfway and became stuck on the .014 non-bsc guidewire. The eluvia stent elongated. The deployment pull grip was pulled in attempt to complete the stent deployment but was unsuccessful. The deployment handle was intentionally disassembled to deploy the stent manually. The eluvia stent delivery system was then pulled back and the eluvia stent eventually deployed. There were no patient complications and the procedure outcome was favorable.